Event description:
Patient reports right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, yellow encapsulation, and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: wrinkles (creases) are observed, however, it is not considered as a workmanship since the device was not received in their original sealed packaging. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and wrinkling.